Event description:
It was reported that during routine check before surgery, the cs100 intra-aortic balloon pump (iabp) the unit was unable to zero pressure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and determined that the suspected front end pcb was faulty. At this time, the customer has not requested for getinge to repair the iabp for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.